Event description:
The patient called alleging that the meter would not power on and the patient recently replaced the batteries on the meter. The patient did not seek medical attention or contact her physician for advice. The patient was using the correct test strips, and the batteries were correctly installed and the meter still would not power on. Customer service was unable to resolve the issue and sent the patient a new meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.